Event description:
It was reported that the pt's neurostimulator was showing a low battery indicator after only approx 18 months of implantation. The device was still on and the pt was receiving therapeutic benefit. Add'l info has been requested.

Manufacturer narrative:
(B)(4).